Event description:
During a device exchange, the biotronik ¿ICD (implantable cardioverter defibrillator) electrode¿ exhibited impedance of over 200 ohms upon connecting to the new device. The impedance was normal with the old device, so a second device was connected with the same result. The electrode was then replaced, and a third device was implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).